Event description:
It was reported that the patient's soft port was not making good suction of the exudate and the canister was empty while the foam was full of exudate. It is unknown if there were delays, if there was a back up available. No patient harm was reported. Further detail will be requested.